Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited capacitor charge timeout. The device was explanted and replaced on may 9, 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of charge timeout was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the charge timeout was due to an internal high voltage capacitor anomaly associated with the abbott ellipse vr/dr implantable cardioverter defibrillator (icds) field action in august 2014.